Event description:
It has been reported to philps that the azurion 7 m12 system suite pc was continuously rebooting. The device was in clinical use at the time of the event. No harm has been reported. Upon evaluation, the suite pc was replaced, and the system software was restored from the backup and returned back to functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred at the start of the planned non-emergency treatment procedure, and procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the suite pc was continuously rebooting. Analysis of the log files does not contain logging from the suite-pc. During troubleshooting, the fse identified that there was issue with the suite pc. The fse replaced the suite pc, restored the software and generated new licenses. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.